Event description:
Following battery replacement, it was reported that neither stimulation nor therapeutic effect was felt post-operatively. Intra-op impedance testing was done revealing impedances between 2500 and 5000 ohms. No actual stimulation testing of pt was done intra-operatively. Although there was no indication of open circuits, impedance measures were felt to be too high to achieve desired stimulation. The lead was replaced on (B)(6) 2011, and the pt was reported as doing well.

Manufacturer narrative:
(B)(4).